Event description:
An account stated that this bed would drift down from a high position. The account stated there were no injuries and no patients involved.

Manufacturer narrative:
The hi-low drifting is unintentional movement of the bed which has the potential to cause serious injury. Technical support recommended cleaning and degreasing the drive, further attempts to contact the account for follow up were unsuccessful. All bed drives are required to be inspected, cleaned, and lubricated at least once a year in accordance with the product service manual.